Manufacturer narrative:
The pump was received with rf pic failed alarm during self test and was unable to communicate with the test bg meter due to a faulty component on the radio frequency board. The pump was received with normal operating currents, and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform the rewind process again. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.